Manufacturer narrative:
Additional information was provided in section b5 describe event or problem. The device has not been received for analysis. Upon receipt and completion of the analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that during the pulmonary vein isolation to treat atrial fibrillation faradrive steerable sheath was selected for use. It has been mentioned that after removal of the dilator a syringe was used to aspirate. The hemostatic valve was not able to hold the pressure and air ingress was noted in the sheath. Air management was performed, and no air was seen in the patient. The procedure was completed using different faradrive sheath. The product is expected to return for analysis. Multiple attempts were made to obtain information regarding the return and unfortunately we were unable to ascertain the most current location of this product. It was further reported that a minor, slow drip leaking from hemostatic valve. It was further reported that blood leak was noted. No damaged to the catheter or the sheath was seen. The farawave was not inserted yet, and the issue was seen after the dilator removal.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that during the pulmonary vein isolation to treat atrial fibrillation faradrive steerable sheath was selected for use. It has been mentioned that after removal of the dilator a syringe was used to aspirate. The hemostatic valve was not able to hold the pressure and air ingress was noted in the sheath. Air management was performed, and no air was seen in the patient. The procedure was completed using different faradrive sheath. The product is expected to return for analysis. It was further reported that blood leak was noted. No damaged to the catheter or the sheath was seen. Farawave was not inserted yet, the issue was seen after the dilator removal.